Event description:
It was reported that an oncology patient was having an arm PICC dressing change on our oncology inpatient ward and as the PICC was being removed from statlock, it broke at the connection between the white tubing and the suture wing (patient side of suture wing). The PICC was able to be safely removed from the patient with no side effect to the patient. They will have a new PICC inserted this friday under ga.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed, but the root cause could not be determined. One 4 fr d/l powerpicc sv was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the device. A break was observed in the catheter just distal of the molded bifurcation. A tactile evaluation of the catheter shaft revealed little tensile weakness throughout the catheter shaft. A microscopic observation of the returned catheter showed a granular fracture surface and sharp, uneven fracture edges. No sharp bends or kinks were observed along the catheter shaft. Microscopic observations of the returned catheter revealed characteristics of failure caused by excessive pulling of the catheter; however, very little tensile weakness was observed throughout the catheter shaft. Therefore, the complaint of a break in the catheter shaft is confirmed, but the root cause could not be determined at this time. This complaint will be recorded for future trending and monitoring purposes.